Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c124ee, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted as part of a chevar procedure in the endovascular treatment of a abdominal aortic aneurysm. It was reported that approximately 5 days post procedure, the patient suffered from urinary tract infection. The event was treated with medication and prolonged hospitalization and subsequently resolved 6 days later . It was stated that the patient has a urinary catheter (baseline condition). It was also reported that patient showed a macrohematuria 7 days post procedure. No further action was taken and further examination and observation was recommended. This was deemed resolved. Investigator assessed the event as not related to index device or procedure. Sponsor assessed the event as not related to index device, but causally related to index procedure. No cause of the event was reported. No additional clinical sequalae were reported and the patient is fine.